Event description:
It was reported that the analyzer of the programmer would not capture the atrial lead. The caller will make sure the analyzer is seated properly in the programmer. If the issue continues, the analyzer will be returned for repair. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.